Event description:
Pulled this out of myself. Outer layer [tampon] - vagina [foreign body in reproductive tract] pulled this out. Outer layer of [tampon] [device breakage]. Case narrative: consumer reported via e-mail that outer layer of tampon was pulled out of herself. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.